Event description:
Medtronic received information that prior to use of an act plus instrument with an acttrac cartridge, it was reported there were low readings, the instrument was not accepting cartridges and that it failed qc acttrac. Use of the instrument was unknown. There was no patient involvement so no adverse effect occurred.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the reported low readings, not accepting cartridges and failed acttrac quality control was verified during service. The service technician noted that the issues were caused by blood on the flag sensor, they observed blood accumulation on the actuator, the lift bar height was out of specification, maintenance was overdue and there was a floppy read error. The issues will be resolved by cleaning the instrument, floppy drive head and spindle, adjusting the lift bar height, replacing the keypad switch, keypad overlay, softkey switch and softkey overlay. Conclusion: after investigation, the complaint is confirmed for the act plus instrument¿s reported low readings, not accepting cartridges and failed acttrac quality control. The issues were verified during service when the technician found the issues were caused by blood on flag sensor and actuator, the lift bar height measured was out of specification, maintenance was overdue and there was a floppy read error. The issue was resolved by cleaning the instrument, floppy drive head and spindle, adjusting lift bar height, replacing the keypad switch, keypad overlay, softkey switch and softkey overlay. Trends for issues with this instrument are monitored. Correction g2 report source: user facility was selected in error in the previous report. Company rep should have been selected instead. This has been corrected in this report additional information b5: medtronic received additional information that no service has been registered since 2014 for the instrument. There were no error codes observed, the issue was caused by flag sensor pollution (blood) so the flags of the cartridges uses could not be detected. The lift bar height was also out of specification. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction annex c: c17 should have been included as a code in the previous report. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.